Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 455 mg/dl. The customer did not reported any symptoms and treated high blood glucose with 17 units of insulin (manual injection). Customer reported .customer reported that was having sensor site issues, red skin and bumps . Customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.